Manufacturer narrative:
Once the device is explanted and returned, it will be thoroughly analyzed. Upon completion from laboratory testing, this report will be updated.

Manufacturer narrative:
The device was explanted and returned to boston scientific for analysis. Upon completion from analysis, this report will be updated.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that upon interrogation during a normal follow-up appointment, this cardiac resynchronization therapy defibrillator (crt-d) displayed a fault code indicating the battery voltage is too low for projected remaining capacity. The device is scheduled for replacement in approximately one week. The device memory was reviewed by a boston scientific failure analysis engineer which confirmed that the low voltage fault code was valid. The fault was declared due to an accelerated depletion of the battery. Based on the device's battery voltage measurements, the overall rate of depletion appears to be constant. An estimation of the remaining battery capacity was prepared based on the actual voltage level; engineers estimated that a sufficient safety margin exists to meet the scheduled replacement date next week.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitor(s) that is/are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.